Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed signal artifact monitor (sam) episode that shows the mv signal. Technical services (ts) was consulted, and the left ventricular (lv) lead presented a fluctuating low impedance within normal range as well as low amplitude. The device remains in service. No adverse patient effects were reported.